Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ xc and juvéderm® voluma¿ xc a year ago. The patient is currently presenting painful, firm nodules at the chin and gonial angle where the juvéderm® volux¿ xc was used. The patient is on day 3 of a non device related viral illness with symptoms of low-grade fever (100.5f), sore throat and body aches. The hcp believes that this was a delayed onset inflammatory nodule. They were advised to hold of on hylanex unless nodules persist the hcp called for an order of doxy 100mg bid x 14 days. The patient is currently symptomatic with viral infection. The hcp is seeking advice on treatment. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional later reported symptoms resolved.